Event description:
Customer reported that she had four unexplained low blood glucose in the past month were the paramedics had to be called to assist customer at home. Customer stated that one of the four times her daughter found her unconscious and her blood glucose reading was 19 mg/dl when the paramedics arrived. Customer stated that the paramedics checked her out to be made sure she was ok. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 3004209178-2014-80320.